Manufacturer narrative:
(D10) concomitant device(s): 300-01-09 - equinoxe, humeral stem primary, press fit 9mm; 320-42-00 - equinoxe reverse 42mm humeral liner +0; 320-10-05 - equinoxe reverse tray adapter plate tray +5; 320-01-42 - equinoxe reverse 42mm glenosphere; 320-15-01 - eq rev glenoid plate.

Event description:
Approximately 1 year(s), 8 month(s) and 30 day(s) post-operative of a left tsa, it was reported via clinical study that the patient experienced a fall, unexplained worsening pain, and a humeral fracture. Patient previously underwent cerclage fixation for a periprosthetic humerus fracture. Unfortunately, the hardware has failed. The patient underwent standard total revision, and the outcome of this event is considered resolved. The clinical report indicates that this event is possibly related to the device(s) and/or to the procedure.

Manufacturer narrative:
Upon review, it has been determined that this event was found to be non-reportable; as there is no written, electronic, or oral communication that alleges deficiencies related to the identity, quality, durability, reliability, safety, effectiveness, or performance of a device after it is released for distribution, this device issue is not considered a complaint.